Event description:
Reporter alleged the patient received the results of hi (greater than 600 mg/dl), hi and 117 mg/dl l back to back within 10 minutes on the inform system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the strips were not available, so no product will be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.